Event description:
Report rec'd from the USA stating that the device would not secure the cutter. It was reported that the device was used in surgery but without any patient or user injury reported. It is unknown if medical intervention or delay in the procedure occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).